Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The mother of a customer reported via phone call for high blood glucose level of 610mg/dl. The customer indicated that the pump is not delivering the correct amount of insulin and no delivery. Customer declined troubleshooting and is requesting a new pump only. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms or delivery anomaly noted during testing. Boluses and basal were delivered and properly recorded in bolus history and daily totals. The insulin pump functioned properly. The insulin pump was received with minor scratched and cracked reservoir tube lip.